Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4) the customer did not provide the lot number of the affected product. Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.36 - stopcock valve unable to turn or rotate." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: this case had a drainage system with a damaged system stopcock. The stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The system stopcock material exhibited significant deformation. The female luer also showed signs of cracking. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. The patient-line stopcock lever felt weak/deformable when applying torque to rotate the valve. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c -the arm on the stopcock that is below the burette broke off. Event 4/4.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve) effect (harm): over drainage/under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c -the arm on the stopcock that is below the burette broke off. Event 4/4.